Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported decreasing threshold could not be conclusively determined. (B)(4).

Event description:
During the replacement of an ICD, the rv lead sensing had decreased since implant. The rv lead was capped and replaced. The patients condition is stable.